Manufacturer narrative:
Correction: refer to d10/h3, h6-results code. The reported event could be confirmed. The device inspection revealed the following: the received nail holding screw, humerus t2 humerus 10 mm shows extensive usage from long period. The breakage indicates that during insertion a chisel or sharp object was used on the threads of nhs which is clear sign of an abnormal use. A review of the device history for the returned lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The failure was caused by abnormal handling by user. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "staff was trying to affix the t2 humeral nail to targeter with nail holding bolt. Bolt would not thread into nail. Upon inspection we noticed threads on the nail holding bolt are broken.". Additionally reported: event occurred intra-operatively. Surgery was completed successfully with no delay. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "staff was trying to affix the t2 humeral nail to targeter with nail holding bolt. Bolt would not thread into nail. Upon inspection we noticed threads on the nail holding bolt are broken." Additionally reported: event occurred intra-operatively. Surgery was completed successfully with no delay. No further information will be released by the hospital or surgeon.